Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the device will not power on. Due to a no power condition. No patient involvement / harm.

Manufacturer narrative:
The fse reported the device will have the da-mc cable replaced.